Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Based on the data from the investigation we are unable to determine the root cause of the reported incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As per medwatch number (B)(4): it was reported that the nurse was unable to push medication through epidural catheter and during removal the catheter snapped. No injuries reported.